Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects of hypotension and hypertension are adverse events listed in the xact instructions for use. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Device issue: none. Adverse event (ae): hypertension/hypotension. Time of ae: after the procedure. It was reported that during the procedure, an xact stent was successfully implanted in the left internal carotid artery. Exacerbation of chronic hypertension and chronic orthostatic hypotension began on (B)(6) 2010 prolonging index hospitalization through (B)(6) 2010. The patient was also re-admitted for these conditions from (B)(6) 2010 through (B)(6) 2010. Though requested, additional information was not provided.